Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range shock lead impedance measurements. Additionally, pacing lead impedance measurements had increased from 560 ohms to approximately 700 ohms. R-wave measurements were good and no noise was noted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The patient was seen in clinic and measurements were acceptable. The system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.